Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n157023006, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine via an implantable infusion pump. Patient history included non-malignant pain and chronic low back pain. Per the patient, when the pump was implanted (B)(6) 2009, it was not done right. When the healthcare provider (hcp) went to refill the pump, the pump was flipping and the hcp could not find the refill port. The patient had to go in to have the pump surgically repositioned. No patient symptoms were reported. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.